Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had blank display. The customer¿s blood glucose level was 160 mg/dl. The customer stated that they had low battery alert came on knows the battery was good and the batteries were good finally worked. The self-test was performed and was passed. It was also reported that the frequency of the pump going blank increased. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No damage on the lcd isolation tape noted.